Manufacturer narrative:
Based on the claim against the product by the customer noting, black right image. An investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the customer reported complaint and replaced the high-resolution stereo viewer (hrsv) to resolve the issue. The system was tested and verified as ready for use. Isi has received the hrsv involved with this complaint. However, failure analysis has not completed their investigation. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted after failure analysis investigation and if additional information is obtained. This complaint is reportable malfunction event, due to the following conclusion: it was alleged that the customer switched to ssc 2 after the start of the procedure, due to black right eye image in the ssc 1. While there was no harm or injury to the patient. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury, due to the patient's inability to tolerate a procedure change. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported, that during a da vinci-assisted common bile duct exploration surgical procedure. The right image of the surgeon side console (ssc) 1 (simulator was installed to) became black after the procedure was started for about one hour. The customer continued the procedure with ssc 2 without any issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system and the system was started without error. The surgeon intended to use ssc 1 for observation only and ssc 2 for the procedure. Since the issue occurred, the surgeon used only ssc 2 with no impact to the procedure. The surgeon did not disable ssc 1. The procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The high-resolution stereo viewer was analyzed and found to have a failure. A visual inspection confirmed that the screen was in good condition. However, when the screen was installed onto printed circuit assembly (pca) system, the right image turned black immediately. The complaint regarding right image became black was confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.